Event description:
The device was used during a low anterior resection procedure. Reportedly, the anvil did not tilt. The surgeon resected the application site and manually sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.